Event description:
It was reported that the 9900 system monitor made an arching noise during a case. The 9900 system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.